Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable inside the c-arm supplying the image intensifier was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's image went black, and the technique went to maximum. This occurred outside of a procedure. No patient injury was reported.